Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that there was poor communication on the patient programmer and a poor communication message was displayed. The patient uses an antenna with their device and it was confirmed that the antenna was secured to the patient programmer. The patient was instructed to reposition the patient programmer directly over the implantable neurostimulator (ins) on the skin without the antenna, and the patient was able to sync the patient programmer to the ins. It was confirmed that therapy was on and ok. No symptoms were reported. Additional information has been requested regarding if the issue was resolved following device replacement, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from a patient. It was reported that the replacement patient programmer resolved the communication issues and the cause of the issues was the antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.